Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries have been replaced.

Manufacturer narrative:
(B)(4). The evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter sales representative reported a colleague infusion pump with a damaged battery. A baxter field service technician serviced the device onsite. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 5.08.92, categorized as remediated.